Event description:
Coiling embolization treatment was conducted of a splenic artery. Upon retraction, the coil was reported to detach prematurely within the catheter and become stuck. The catheter and coil were removed together successfully. No intervention was performed. No injury was reported with the pt as a result of the procedure.

Manufacturer narrative:
The delivery pusher and implant were returned for eval and confirmed the implant coil was detached. The eval shows excessive force was used which likely led to the coil becoming detached. (B)(4).